Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up after procedure on (B)(6) 2021. After examination and chest x-ray of the atrial lead, it was noted that the lead was dislodged. The physician performed a lead revision procedure on the atrial lead to reposition it. The patient was in stable condition throughout.